Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4). Additional information has been requested from the customer.

Event description:
A healthcare professional reported that the knobs on an endsnorz sleep appliance (silent nite 3d) device came out.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that the anchor broke off from a endsnorz sleep appliance (silent nite 3d) device while the patient was sleeping; after approximately a seven-month period of use. Per the report the healthcare provider did not observe any patient symptoms, permanent injury, nor were any medical and or surgical procedures required. It was reported that the patient continued using the device until they received replacement device.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4). The patient's ethnicity/race was reported as white by the healthcare professional. Corrections made due to the additional information received: d9, h6 (codes: b, c, d), additional information: a2, a3a, a4, a6, b3, b5.